Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture which resulted in unresponsive keypad. The customer's blood glucose was 14 mmol/l at the time of incident. There was crack at the bottom of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device received with blank white display due to corroded electronic assemblies and corroded motor home switch. Unable to perform functional testing including rewind, prime, basic occlusion, force sensor, occlusion test, self test, sleep current measurement, active current measurement, displacement test or identify unresponsive keypad due to display anomaly. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.